Event description:
On (B)(6) 2013, zeltiq was informed that a male pt received cool-sculpting treatment with the coolmax applicator (8.0) on his lower abdomen on (B)(6) 2012. On (B)(6) 2013, the pt claimed to have two previous treatments which have not been confirmed by the treating office. On (B)(4) 2012, the pt had returned for follow-up and the office reported that the treatment area had increased in size. The pt returned on (B)(6) 2013 and the enlargement had not decreased. On (B)(6) 2013, the office reported that the treated area appeared firmer than surrounding tissue and would likely require surgical intervention, making this reportable. On (B)(6) 2013, the pt informed zeltia that he had liposuction to treat the condition on (B)(6) 2013.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the confirmed procedure in june was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for that treatment date and confirmed that no system malfunction occurred during the treatment. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new information is received about this case.